Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an error message in the middle of delivering a bolus. Reportedly, the customer resolved the issue. Although requested by tandem technical support, the customer declined to provide any identifying information or details regarding the reported issue. Additionally, the customer declined assistance from tandem technical support. There was no reported impact to the customer's blood glucose level.